Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that before use on a patient, it was observed that the battery housing component on the battery device was extremely hot. It was reported that the battery device was on the universal battery charger device and appeared to be charging as per normal. The nurse reported that there was a green indicator light displayed by the charger. The nurse removed the battery from the charger with the intention of using it in a procedure, but noticed that the battery housing component was extremely hot, almost too hot to hold (i.e. The opposite end of the terminals were heating up). It was reported that the battery was isolated and not used. It was reported that all other battery devices were charging normally on the same charger device, even when charging bays were swapped. It was reported that there was no delay in a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.